Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Nmpa report number is (B)(4). It was reported that the procedure was to treat a lesion in the carotid artery with 90% stenosis. The emboshield nav 6 embolic protection system (eps) was used in the target lesion. The retrieval catheter was being flushed when significant resistance was noted and no liquid flowing out of the quick exchange port. The tip of the retrieval catheter was observed to have a white unidentified substance inside. Another retrieval catheter from a new emboshield nav 6 eps was used to retrieve the filter and complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported damage to the delivery catheter was confirmed. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on observations from the returned analysis, it is possible that difficulty encountered during loading caused the noted damage to the delivery catheter. It is possible that the filter was pulled into the pod too quickly or with excessive force causing the noted damage to the delivery catheter pod; however, this could not be confirmed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.